Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The 2.0x8mm apex monorail balloon was advanced to the target lesion for predilation. Upon the first inflation the balloon ruptured at 8atms. The balloon was successfully removed from the patient and predilation was continued with a 2.0x12mm apex balloon. A 2.75x24mm taxus express2 drug eluting stent (des) was implanted in the lesion and the procedure was completed. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.